Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was found in standby mode in the box. It was reinitialized and the polarity configuration was reprogrammed to bipolar.

Event description:
Reportedly, the device was found in standby mode in the box. It was reinitialized and the polarity configuration was reprogrammed to bipolar.

Manufacturer narrative:
Please refer to the attached analysis report for complete details.